Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with currents in specification. No unexpected battery out limit .no button error alarm. However, the device had intermittent button response due to moisture damage on the keypad trace. Minor scratched lcd window, cracked display window corners, cracked battery tube threads, broken belt clip slot, cracked reservoir tube and lip.

Event description:
Customer reported that she received a button error alarm and that the buttons became unresponsive. She changed the battery and received a battery out limit alarm and stated that the buttons still did not work and that she was still receiving the button error alarm. The blood glucose reading was 168 mg/dl. Nothing further was reported.